Manufacturer narrative:
Expiration date- 07/2010. Customer report was confirmed. One flotrac kit was received. Zero-stopcock was broken off at uv bond joint with flotrac housing. Damage occurred at flotrac housing male luer. Zero-stopcock and bonded broken luer was not returned with the unit.

Event description:
It was reported that a part of the 3way port was broken.